Event description:
Per the clinic, the patient discontinued use of the device, due to the need for MRI's unrelated to the cochlear implant. Subsequently, the device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4).